Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, physical damage to the active exhalation control module and lcd screen was observed. The device's active exhalation control module and lcd screen were replaced to address the issues.